Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, customer was unable to see that he was low on insulin in the pump due to the cracks and ran out of insulin. Customer's blood glucose level became elevated (approximately 400 mg/dl). Customer stated the pump is still responsive and readable, and customer will continue to use the pump for insulin therapy.